Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line alarms which were not reproduced during evaluation. Air in line alarms were verified through a review of the event history log, however, it cannot be determined if the alarms are true or false.. The upper ultrasonic sensor fluid reading was found to be out of specification, therefore the upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant air detection alarm. There was no patient involvement. No additional information is available.